Event description:
Additional information via legal department-the patient was revised to competitor's devices. Revision op report on (B)(6) 2023 diagnosis: 1. Instability after total knee replacement, 2. Recalled knee replacement 3. Osteolysis/synovitis. Revision of right total knee, both components. Findings: intraoperatively there was a large effusion, there was significant synovitis throughout the suprapatellar pouch medial and lateral gutters. The polyethylene was noted to be worn and oxidized. The tibial and femoral component were found to be well fixed-they were removed. The devices were trailed and then implanted. There were no surgical complications. The patient was transferred to the recovery room in stable condition. Hospital care time-admitted (B)(6) 2023, discharged on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
D10. Femoral logic (2111758); tray tibia (1836637); patella (2300661). H6. Investigation results-the revision reported may have been the result of polyethylene wear, osteolysis, and instability as stated in the legal documentation and operative notes. The extent and root cause of the reported polyethylene wear and osteolysis cannot be determined as the devices were not available for evaluation and pre-revision radiographs and images of the explanted devices were not provided. These devices are used for treatment not diagnosis. There is no other information available. B3 the device was revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and instability or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer,metal,polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported via a legal notification, that a patient, initial right knee implanted on (B)(6) 2012, with an optetrak device, including an insert made of polyethylene, will undergo a revision procedure on (B)(6) 2023. As a result of defendants¿ failure to properly package the optetrak device prior to distribution, the polyethylene liner prematurely degraded and plaintiff will be required to undergo revision surgery due to severe pain, swelling, and instability in the knee and leg. These injuries were caused by early and preventable wear of the polyethylene insert and resulting component loosening and/or other failures causing serious complications including tissue damage, osteolysis, permanent bone loss and other injuries. No further information.